Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a pocket revision was performed as there was a scab in the middle of the device pocket incision. The revision was successful and the subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode remain in service. No additional adverse patient effects were reported.